Event description:
It was reported that prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, three blood collection tubes were found to have black foreign matter inside. No impact was reported.

Manufacturer narrative:
D.2. Medical device type: one additional code applies, jka. G5: PMA/510(k)#: one additional code applies; k213670. H.6. Investigation summary: 100 retention samples from bd inventory were visually inspected and no foreign matter (fm) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.